Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal infumorph 25 mg/ml at 10.651 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump had been alarming for "several weeks" (from (B)(6) 2017). It was noted that patient had a difficult/hard time finding a new hcp [to manage her pump] due to her previous hcp shutting their practice down; this had been a common issue for pump patients in the area. The manufacturing representative initially thought the pump went dry and was possibly damaged, but there was no indication of that in the event logs. It was also confirmed that on (B)(6) 2017, the patient's pump was refilled by a home infusion nurse. A motor was stall seen at initial interrogation. The patient had not recently had an MRI. Per the event logs, a motor stall occurred on (B)(6) 2017. On (B)(6) 2017, tube set occurred; the pump was still alarming with no stall recovery. On (B)(6)2017, the hcp tried programming out of the stall, so there were numerous log entries on (B)(6) 2017. Technical services troubleshot with the manufacturing representative, and the manufacturing representative was going to confer with the hcp and the patient. There were no medical symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported they have managed the patient through any withdrawal symptoms and have turned the pump off. The patient currently had not symptoms.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-16. It was reported that the pump was being turned off. The pump had reportedly been programmed to minimum rate to see if it would recover, but the stall never recovered so they were going to shut off the pump. The patient reportedly experienced withdrawal symptoms. It was noted that the patient had been taken in by a new hcp after the stall had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017 and (B)(6) 2017. It was reported that the patient's weight was not documented, but it was specified that the patient was tiny. The hcp stated that the patient had to weigh less than (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the pump was set to minimum rate, and the alarms had been silenced. The hcp was going to explore non-pump solutions over the next few weeks. If those were not effective, he would replace the pump. There was no indication at this time as to the cause of the motor stall.